Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2017. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 43-year-old female patient who had essure (batch no. E13077) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida, parity 1, cesarean section and breech presentation. On (B)(6)2016, the patient had essure inserted. On(B)(6)2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dizziness ("dizzy spells"), nasal disorder ("ent disturbances"), pharyngeal disorder ("ent disturbances"), ear disorder ("ent disturbances"), renal pain ("kidney pain"), the first episode of arthralgia ("hip pain"), pain in extremity ("leg pain"), tachycardia ("tachycardia") and anxiety ("anxiety"), 4 months after insertion of essure. On (B)(6)2017, the patient experienced allergy to metals ("allergy test positive to chromium"). On an unknown date, the patient experienced the second episode of arthralgia ("diffuse lumbar arthralgia"), the third episode of arthralgia ("joint pain in upper limbs") and headache ("headache"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain, allergy to metals, dizziness, nasal disorder, pharyngeal disorder, ear disorder, renal pain, pain in extremity, tachycardia, anxiety, the last episode of arthralgia and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, dizziness, ear disorder, headache, nasal disorder, pain in extremity, pharyngeal disorder, renal pain, tachycardia, the first episode of arthralgia, the second episode of arthralgia and the third episode of arthralgia to be related to essure. The reporter commented: doctor stated on (B)(6)2017: "she thought that all this was related to her essure device.". Essure inserted with 3 intrauterine coils on right and left side - no polyp, no myoma. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6)2017: positive to chromium. Further company follow-up with the regulatory authority, consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: plaintiff¿s medical history (gravida, 1 child, c-section and breech presentation); essure insertion details (essure inserted with 3 intrauterine coils on right and left side - no polyp, no myoma); and new event (diffuse lumbar arthralgia, joint pain in upper limbs and headache). After internal review, previous event "allergy test positive to chromium" was re-assessed as unrelated by the company, unanticipated for essure and regarded as "other event". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and allergy to metals ("allergy test positive to chromium") in a (B)(6)-year-old female patient who had essure (batch no. E13077) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dizziness ("dizzy spells"), nasal disorder ("ent disturbances"), pharyngeal disorder ("ent disturbances"), ear disorder ("ent disturbances"), renal pain ("kidney pain"), arthralgia ("hip pain"), pain in extremity ("leg pain"), tachycardia ("tachycardia") and anxiety ("anxiety"), 4 months after insertion of essure. On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, allergy to metals, dizziness, nasal disorder, pharyngeal disorder, ear disorder, renal pain, arthralgia, pain in extremity, tachycardia and anxiety outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, dizziness, ear disorder, nasal disorder, pain in extremity, pharyngeal disorder, renal pain and tachycardia to be related to essure. The reporter commented: doctor stated on (B)(6) 2017: "she thought that all this was related to her essure device." Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: positive to chromium. Further company follow-up with the regulatory authority, consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: information received from an attorney via legal department. Reporter¿s and patient¿s details were updated. Event added: allergy test positive to chromium essure was removed on (B)(6) 2017. Doctor stated on (B)(6) 2017: "she thought that all this was related to her essure device." Allergy test on (B)(6) 2017: positive to chromium. No further information was provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.